Manufacturer narrative:
Additional information: moderate vessel calcification is reported. Lesion exhibited 70% stenosis. The lesion was pre-dilated. There was no intervention required for removal of the device. Stent struts were slightly exposed/visible on removal. There was no vessel damage. Product analysis the device was returned with approx. 37mm of the stent exposed a visual inspection of the device found that the lock pin manifold was broken the 0.035¿ guidewire advanced through the device fully and the proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent with difficulty, due to the locking manifold being broken. The stent was examined, confirmed as 60mm, biologics were observed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an protégé gps self-expanding stent for the treatment of a 40mm plaque lesion in the patients center proximal external iliac artery. Embolic protection was not used. Mild tortuosity is reported. Artery diameter is reported as 9mm. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped with issues noted. The device was not passed through a previously deployed stent. No resistance was noted when advancing the device. Flushing with saline before use was performed. It is reported when the device was delivered to the lesion and was about to be deployed, the handle on the outer cylinder side felt stiff, but when it was slid as is, the handle portion was damaged and could not be deployed. The stent partially deployed - it probably could have been deployed if it was positioned near the shaft on the proximal side, but it was not deployed and removed. It was confirmed that it could be depl oyed after removal. The grip was damaged during deployment and the stent was partially deployed. The event occurred before the stent touched the blood vessel wall, so it could be safely removed. A non-medtronic stent was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.